Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the corrosion at the objective lens, the forceps channel port, and the distal end not secured, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited corrosion at the objective lens and in the forceps channel port. Additionally, it had a distal end not secured due to peeled adhesive. There was no patient involvement.